Event description:
The rptr stated the surgeon attempted to insert a +20.5 diopter collamer single piece lens but the cartridge tip split as the lens was advancing and the lens became stuck in the tip. There was no pt contact. Another same model lens was implanted.

Manufacturer narrative:
Other (cartridge tip split) - the product pertaining to this complaint was not returned for eval. However, the lens was returned for evaluation and visual inspection found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and foam tip plunger were not returned for eval. Results - (other): a cartridge lot number search was performed and no similar complaint was found within the lot number search. Conclusion - (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitely and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.